Manufacturer narrative:
Date sent to the FDA: 08/27/2008. Seized/stopped - conclusion code: the product upon which this medwatch is based in anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
The event was reported that a pt underwent a gynecological procedure in 2008. The procedure, the hand piece stopped activating in the middle of a case. The device was replaced with another hand piece and the case was successfully completed with no adverse pt consequences.